Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited high pacing impedance. No changes or intervention were reported; the right ventricular lead will continue to be monitored. There were no patient consequences.